Event description:
It was reported a polarity switch, high lead impedance (9999 ohms), and failure to capture were observed on the rv (right ventricular) lead. Upon visual insepction of the rv lead, a slight insulation breach where the lead initially comes out of the header, was noted. It was unknown when this occurred. The rv lead was explanted and replaced. When the new rv lead was connected to the device, high impedance and no capture were still observed. The device was explanted and replaced with resolution of the impedance and capture issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output. Further analysis determined this was the result of lifted hybrid bond wires. It was reported a polarity switch, high lead impedance (9999 ohms), and failure to capture were observed on the rv (right ventricular) lead. Upon visual insepction of the rv lead, a slight insulation breach where the lead initially comes out of the header, was noted. It was unknown when this occurred. The rv lead was explanted and replaced. When the new rv lead was connected to the device, high impedance and no capture were still observed. The device was explanted and replaced with resolution of the impedance and capture issues. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event capture, failure to4 impedance, high.